Manufacturer narrative:
The pump was received with a blank display due to the moisture damage on the electronic assembly. There was also moisture damage found on the motor assembly. The pump was received with a minor scratched display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that she used the sauna and kept the pump on. Customer's blood glucose at the time of the incident was 193 mg/dl. Customer stated that the pump is not functioning and there is fluid under the lcd display. Customer also stated that it appears that there is some fog behind the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.